Manufacturer narrative:
Importer report number: (B)(4). The device has been returned, but the analysis is not yet completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information was received via medical records and a call from the hospital on 2/16/2011. No device anomalies were noted prior to use in the patient. The patient had a stent in the rca before he had superior anterior takeoff of the rca and tortuous and ecstatic thoracic aortic arch making cannulating the rca somewhat difficult. He also had extremely tortuous abdominal aorta and tortuous right iliac artery. There was subtotal stenosis of the previously implanted stent in the rca. While trying to cannulate the rca, they noticed that pressure wave were lost on the hemodynamics and at that point it was noticed that the brite tip catheter was kinked down. They attempted to unkink the guide catheter when the lower 1/3 of the catheter became separated. While trying to snare the catheter, the access on the right side was lost and the sheath and wires were removed and manual pressure was applied. Access was established into the left side and an attempt to snare the catheter was unsuccessful. With use of a voda guide catheter through a 6f left femoral artery approach, the catheter was able to be snared from the aortic arch and was pulled down through the iliac artery. The voda guide was then removed and the loose part of the guide catheter was removed with the snare device through the left femoral artery. Manual pressure was then applied. The patient received sedation and continued to be stable. He had a vasovagal attack and received atropine and some dopamine to keep his blood pressure in the acceptable range. The patient's hemoglobin on admission was 16.2 and post procedure lowest hemoglobin level was 14.4 (two days post-procedure). The patient was transferred to the ccu for monitoring. Complaint conclusion: the complaint received states that during an interventional procedure, the 6f vista brite tip catheter was kinked, and during manipulations to relieve the kink, the catheter became fractured and separated inside of the patient's body. During this event the patient had a vasovagal episode and blood loss. This is a (B)(6) male with medical history including stent in left anterior descending (2002), stent in right coronary artery (2005), and progressive shortness of breath, coronary artery disease, obesity, and hypertension. Admission hemoglobin level was 16.2. The indication for the procedure was subtotal restenosis of a previously implanted unknown stent in the rca. During the original stenting procedure, it was noted that the patient had a superior anterior take off of the rca origin, making cannulation difficult. This patient also has a tortuous right iliac artery, extremely tortuous abdominal aorta and an eccentric thoracic aortic arch. While trying to cannulate the rca, they noticed that pressure wave was lost on the hemodynamic monitor and at that point it was noticed that the brite tip catheter was kinked. While they attempted to unkink the guide catheter the lower 1/3 of the catheter became fractured and separated. The separated portion of the catheter was in the abdominal aorta extending through the aortic arch to the take-off of the rca. The physician attempted to snare the retained portion of the catheter through the right femoral access; however, during this attempt arterial access was lost. Manual pressure was applied to the right groin site and hemostasis was achieved. Access was then established in the left femoral artery and attempts to snare the catheter resumed with the interventional cardiologist and the assistance of an interventional radiologist. With use of a voda guide catheter through a 6f left femoral artery approach, the catheter was able to be snared from the aortic arch and was pulled down through the iliac artery. The voda guide was then removed and the loose part of the guide catheter was removed with the snare device through the left femoral artery. Once the snare retrieval was complete, catheter, sheath and snare were removed and manual pressure was applied to the left femoral access site. Hemostasis was achieved. It was reported that during the procedure, presumably during manual compression of the femoral sites, the patient had a vasovagal response. This was treated with medical management, i.e. Atropine and dopamine, to keep his heart rate and blood pressure in the acceptable range. Post procedure, the patient was transferred to ccu for close monitoring, including hemoglobin levels, reported at 14.4 two days post procedure. No further patient injury was reported; however, the patient later reported directly to the FDA that he experienced blood loss and a prolonged procedure as a result of the fracture and separation. One non sterile unit of vista brite tip gc 6f .070 was received separated in two pieces at 69.4 cm from distal tip in a plastic bag; an unknown csi introducer catheter was received in the same bag. Blood residues were observed in the csi catheter and at the gc body. Visual inspection revealed several damages throughout the catheter's body. Kinks were detected at 11.1 cm, 23.2 cm, 24.5 cm, 25.5 cm, 35.0 cm, from distal tip. Accordioned conditions were found at 37.2 cm and at 67.3 cm from distal tip, an elongation and frayed condition of 8.0 cm of length was found at 37.0 cm from hub. The sample also exhibited a twisting characteristic at the separation points. Blood residues were observed. Scanning electron microscope (sem) analysis was performed to the part in order to identify the source of the "separated" condition; the results are the following: "elongations and perforations can be observed through the body of the catheter. The separation surface's lumen presents a deformed shape instead of the regular circular shape; elongation, perforations and lumen deformation are common characteristics of pieces that were stretched and heavily manipulated. The sample also presents heavy twisting characteristics. Cutting was discarded as a failure cause since no characteristics typical of this failure mode were observed. As an additional investigation, a meeting was held on 02/23/2011 at the failure analysis lab supported by the manufacturing team in order to review the defective sample: the manufacturing process was reviewed for potential tooling or equipment that could cause the separated condition on the catheter; and there is no tooling, equipment or product handling during the guiding catheter manufacturing process that could cause the type of damages found on the compliant unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No similar internal issues have been reported in the last 24 months. The complaint reported by the customer "kinked/bent-in patient" and "separated in patient" were confirmed based on the condition of the catheter as received; however, the cause could not be conclusively determined during the analysis. Neither the analysis results nor the device history record review results suggest that the reported failure is related to the manufacturing process. Procedural factors and the heavy manipulation of the catheter during the procedure may contribute to the failure as reported. Controls are in place to verify the catheter for these conditions; the produced catheters are inspected 100 % before leaving the facility. Several inspections are performed throughout all the guiding catheter assembly process operations. Therefore, no corrective and preventive actions will be taken at this time. The complaints reported by the customer "kinked/bent-in patient" and "separated in patient" were confirmed based on the condition of the catheter as received. However, the cause could not be conclusively determined during the analysis. Scanning electron microscope (sem) analysis was performed to the part in other to identify the source of the "separated" condition; the results are the following: "elongations and perforations can be observed through the body of the catheter. The separation surface's lumen presents a deformed shape instead of the regular circular shape; elongation, perforations and lumen deformation are common characteristics of pieces that were stretched and heavily manipulated. The sample also presents heavy twisting characteristics. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that patient anatomy, vessel characteristics and procedural factors may have contributed to the confirmed kink/bent and separated complaints. Blood loss is a known potential adverse event associated with all invasive procedures and is included in the informed consent process that all patients receive prior to surgery or procedure. This possibility is usually discussed at length with the patient's performing practitioner. It is particularly stressed when the procedure is endovascular in nature and the arterial system is being accessed for interventional treatment. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. A vasovagal episode or vasovagal response or vasovagal attack is a transitory malaise mediated by the vagus nerve. When it leads to syncope or fainting, it is called a vasovagal syncope, which is the most common type of fainting. Typical triggers for vasovagal episodes include, but are not limited to, prolonged standing or upright sitting, standing quickly, stress, painful or unpleasant stimuli, such as: trauma, venipuncture, experiencing medical procedures with local anesthesia, sight of blood and occasions of discomfort, like that experienced with manual compression of the femoral arteries during interventional procedures. Regardless of the trigger, the mechanism of syncope is similar in the various vasovagal syncope syndromes. In it, the nucleus tractus solitarius of the brainstem is activated directly or indirectly by the triggering stimulus, resulting in simultaneous enhancement of parasympathetic nervous system (vagal) tone and withdrawal of sympathetic nervous system tone. This results in a spectrum of hemodynamic responses: on one end of the spectrum is the cardioinhibitory response, characterized by a drop in heart rate (negative chronotropic effect) and in contractility (negative inotropic effect) leading to a decrease in cardiac output that is significant enough to result in a loss of consciousness. It is thought that this response results primarily from enhancement in parasympathetic tone. On the other end of the spectrum is the vasodepressor response, caused by a drop in blood pressure (to as low as 80/20) without much change in heart rate. This phenomenon occurs due to vasodilation, probably as a result of withdrawal of sympathetic nervous system tone. The majority of people with vasovagal syncope have a mixed response somewhere between these two ends of the spectrum. These vasovagal responses in the angio suite are treated typically with the administration of medications such as atropine and dopamine for heart rate and blood pressure support during the transitory event. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that patient and procedural issues may have contributed to both the blood loss and vasovagal events.

Manufacturer narrative:
Additional information was received and a review of procedure films was provided which provided additional device evaluation. Additional information received 3/23/2011: in 2000, a tristar stent was implanted in the proximal rca. In 2003, three zeta stents were implanted in the lad. In 2005, the patient presented with an acute mi and received two liberty stents due to 99% stenosis in the proximal rca. The report indicated that it was difficult to cannulate the rca due to the aberrant takeoff of the rca, the ectatic and dilated aortic root and ascending aorta. Cordis had the films of the procedure reviewed by a cardiologist and his report is below: case in context: the case included a narrative description and a single cdrom of the procedure. The patient was a (B)(6) gentleman with a history of coronary disease, prior intervention who underwent a diagnostic catheterization which revealed a distal in-stent re-stenosis of the mid-right coronary artery, the patient had a right tip catheter that was 6-french that became kinked and with attempts to remove it, the lower third was fractured and separated, eventually a snare was utilized with some difficulty to remove the catheter but in the process the access was lost, the patient with manual pressure after removal of the catheter became vaso-vagal and pressor support along with atropine was utilized. The catheter upon review revealed multiple areas of kinking and accordioning with twisting at the separation point where the fractured occurred. Apparently there was evidence of heavy twisting characteristics suggestive of marked manipulation of this catheter. Anatomically the patient had marked tortuosity of an aorto-iliac segment and an enlarged ascending aortic arch, this case demonstrates the difficulty in performing intervention on patients with marked aorto-iliac disease, tortuosity and aortic dilatation where considerable catheter manipulation is required. The use of a tong sheath would have reduced the possibility of this complication occurring and it does appear that considerable twisting and catheter manipulation was employed and this eventually lead to the mechanical forces that resulted in the complication that was described previously, the hypotension and vagal episode that followed was appropriately treated with pressor support and apparently the hemoglobin which was 16.8 preoperatively was reduced to 14.4 post-procedure representing blood loss that was not significant enough to require transfusion, I see no structural problems related to the catheter that may have lead to this complication. The additional information does not change the baseline conclusion previously submitted.

Event description:
A 6f vista brite tip catheter fractured and separated in the patient during attempted cannulation of the right coronary artery (rca). The indication for the procedure was coronary artery disease and shortness of breath. The thoracic aortic arch was calcified, eccentric, and tortuous, making cannulation difficult. The catheter kinked, and after continued torquing, fractured and separated. The separated portion was in the abdominal aorta extending into the aortic arch to the take-off of the rca, and was snared from the patient through the sheath by the interventional cardiologist, with assistance from an interventional radiologist. No further patient injury was reported by the user facility; however, the patient later reported directly to the FDA that he experienced blood loss and a prolonged procedure as a result of the fracture. This event was initially reported to the FDA by the user facility on 11/1/2010 and was received by the FDA on 11/5/2010 (report number (B)(4)).